Event description:
Following a routine hemodialysis treatment, it was observed that after rinseback was completed, blood had backed up into the rinseback fluid bag. Patient complained of feeling lightheaded and very weak. The treatment was discontinued without returning any of the patient's blood. The patient was hospitalized with ventricular tachycardia and subseqently stabilized. The patient's nephrologist has attributed the patient's condition to a pacemaker malfunction and not a function of the patient's dialytic therapy. No medical intervention was required as a result of the blood loss.